Event description:
One day after placement of a new device system, the patient was admitted to the hospital for severe stomach pains. He was discharged two days later. He was then readmitted to the hospital for intestinal blockage and discharged two days later. He met with his physician and the company representative and the device was turned off until it could be reprogrammed. The new programs were still ineffective and he visited his physician again at which time he was shocked during reprogramming described as "almost coming off the table". The device was then shut off. It was noted that he had never had the same success for therapy in either of his first or second implants. He was re-directed to his healthcare professional. Further information was requested. See manufacturer report # 3004209178201004175 for issues with the patient's first implanted device.

Manufacturer narrative:
(B) (4).